Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) and reported elevated blood glucose (bg) episodes. She also alleged that possibly the pump was not delivery insulin accurately and the device no longer had sound. The patient indicated that for 2 nights, she had elevated bg levels. On (B)(6) 2012, the patent claimed that her bg's went into the "400's" mg/dl. She also developed a symptom of nausea. However, she denied having symptoms of chest pain, shortness of breath, nausea, or vomiting. . She was able to treat the high's via bolusing with the pump and by adjusting her basal rates. The patient claimed that her current basal rates were correct. The patient was reportedly changing her supplies every 2-3 days. Although the pump allegedly no longer had sound, the patient mentioned that the device would still vibrate. The anm representative involved in this complaint was unable to determine a cause for the elevated bg levels. She was advised to go on a backup plan for insulin delivery. The patient was also instructed to contact her health care provider (hcp) to check what her baseline basal rates were. The pump was replaced. Based on the information provided, this complaint is being ruled out as MDR-reportable due to the following conclusion: the patient claimed that the pump was not delivering insulin correctly and the issue was not resolved with troubleshooting. There is no evidence, however, that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.

Manufacturer narrative:
Follow-up #1 ((B)(4) 2012): "based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was not delivering insulin correctly and the issue was not resolved with troubleshooting. There is no evidence, however, that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.